Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer and a nurse were adjusting the basal rates on the pump every 2 to 3 days. Blood glucose was 42 mg/dl which was addressed with raisins. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.